Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing was separated from the luer lock. The reported condition was verified. The cause of the reported condition was determined to be solvent application on the automatic assembly of tubing and male luer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set disconnected from the distal end going into the retractable collar that connects to the catheter. This occurred while disconnecting from a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.